Event description:
It was reported that a peritoneal dialysis (pd) patient was diagnosed with fungal peritonitis. The patient¿s peritoneal dialysis registered nurse (pdrn) stated that the patient had a pd effluent culture drawn on (B)(6) 2024. Information pertaining to the patient¿s signs or symptoms was not provided. The culture grew positive for candida lusitaniae. The pdrn informed the nephrologist resulting in the patient being admitted to the hospital. The pdrn stated the patient underwent treatment for the peritonitis event at the hospital and they do not have the records documenting the patient¿s hospital course. There are no records to know what antibiotic therapy the patient was treated with and what date the patient was discharged from the hospital. The hospitalization included the removal of the patient¿s pd catheter (not a fresenius product) and transition to in-center hemodialysis. The cause of the peritonitis is unknown. There was no additional information available.